Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Three implants were placed in class ii bone on 2-6-97 during a routine procedure in which bone augmentation was performed. The implant in site #29 was removed on 3-13-97 due to pain, bleeding and swelling. The clinician reports that the failure may be due to the patient's age and poor overall health.